Event description:
It was learned that an edwards mitral bioprosthetic valve, implanted approximately four (4) years, was explanted and replaced with an edwards model 7300tfx 31mm. Despite multiple follow ups with the healthcare provider, the reason for explant has not yet been provided and the explanted device not returned to edwards for evaluation.

Manufacturer narrative:
Report of an explanted mitral bioprosthetic valve after an implant duration of approximately four (4) years. However, despite multiple follow up attempts with the healthcare provider, the reason for explant has not yet been provided and the device not returned to edwards for evaluation. Therefore, without additional information and/or return of device for evaluation, the root cause of this event cannot be determined or evaluated. Edwards will continue to review and monitor all events.